Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via literature review that a study was performed to compare the incidence of graft replacement in patients receiving the contegra conduit (bovine jugular vein graft) with that in patients receiving a homograft implanted in the right ventricular outflow tract (rvot). The study population included 323 patients (37% were female, mean age 12.7 years), 54 of which were implanted with medtronic contegra (serial numbers not reported). Across all patients, 10 deaths were reported. Of these deaths, 2 were associated with medtronic products and occurred within the first post-operative month. Neither of the deaths was attributed to a medtronic product and both were excluded from the study. Across all patients, 53 patients (15.3%) underwent graft replacement. Seventeen (32%) replacements occurred in the contegra group. Causes of graft replacement in this group were stenosis of the distal anastomosis (n = 10), endocarditis (n = 4), and graft degeneration (n = 3), characterized by graft wall calcification without leaflet impairment. In one case, the distal stenosis was associated with valve degeneration. No primary regurgitation of the graft (dysfunction not related to the dilatation of the conduit caused by distal anastomosis) was diagnosed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.